Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation. The report of low voltage and no external power alarms were confirmed per the evaluation of the data log file retrieved from the returned system controller. The log file captured that the system controller was connected to an mpu on (B)(6) 2017 at 10:37 pm. Approximately 5 minutes later the system controller alarmed with a low power advisory alarm due to the level of both power cable rsoc¿s (relative state of charge) dropping to approximately 1.5 volts simultaneously, from the expected approximate 12 volts while connected to the mpu. This series of events typically indicates the power cables were incorrectly connected to the opposite connectors (black to white, white to black). The alarm did not affect the system controller's ability to support the pump at the set speed. Although the root cause of the reported events could not be conclusively determined, the low power alarm captured in the log file retrieved from the returned system controller appeared consistent with improper connection between the system controller¿s power cables and the mpu power cables (crossed black and white power cables when connecting to the mpu). The mpu remains in use and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device from the product purchase date is 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's system controller indicated "no external power" and "low voltage" alarms. The patient denied having low external power at any point. A system controller exchange was performed by the patient without issue, and the alarms did not return. No clinical symptoms were reported. The system controller log file was reviewed by a representative of the manufacturer¿s returned product analysis. The events captured suggested that at 10:37pm on (B)(6) 2017 the system controller¿s black and white power cables were connected to a mobile power unit (mpu) for support. Approximately 5 minutes after the connection was made, the system controller alarmed with a low voltage advisory alarm and the voltage for both cables was captured at 1.5v. These events suggested that the black and white power cables were swapped when connected to the mpu. During these events the controller supported the pump at the set speed. The remainder of the log file captured events consistent with a system controller exchange. No additional information was provided.